Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead exhibited high thresholds. No action was taken. The high thresholds resolved by (B)(6) 2017. No adverse patient events were reported. This lead remains implanted.